Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
While unit was in use it was reported by the customer the cs300intra-aortic balloon pump (iabp) alarmed "system alarm" and the balloon would not inflate or deflate. However, there was no known harm or injury to patient.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). A getinge field service technician evaluated the unit and examined fault logs on saved system failure on 5/28@8:18am. Fst observed autofill fail on 5/28 code 3844 d0 and 62 purge retry, both codes indicate excessive moisture in iab tubing. Fst observed electrical code #53 in fault log. During closure investigation the fst observed moisture in drain port line to crm and purge line to k3 and k5. Fst also observed moisture in shuttle transducer, to fix the issue the fst cleaned excessive moisture. Fst performed water condensation removal procedure as per the service manual. Checked calibration of shuttle transducer and passed to specifications. All evidence pointed to excessive moisture causing shuttle transducer to drift out of calibration. Fst replaced missing he tank knob. The unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.